Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that the bending rubber and the adhesion of bending rubber were missing partially. Furthermore, there were scratches on the bending rubber. The user facility commented that the subject device might be withdrawn from a trocar without straightening the bending section. The manufacturing record of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be determined, but it is considered as one of possible cause that the subject device might be withdrawn from a trocar without straightening the bending section.

Event description:
Olympus was informed that the user facility found the damage in the bending rubber when the user facility checked the subject device at the ending of the procedure. The procedure was completed. The user facility used the subject device for a distal gastrectomy procedure. There was no report of injury associated with this report.